Event description:
In the return phase of cycle #1, donor complained of pain in rt shoulder above his venipuncture site. No swelling or redness was noted around the v/p site. Operator noted that donor line from donor valve to blood pump was distended. Donor's cells were returned and procedure discontinued. Operator also noted that the line sensor was producing heat. No error messages had occurred during the donation process. Following disconnection, donor complained of abdominal pain. Upon his return from the restroom, donor stated he had noticed blood in his urine. On 7/2/97, donor was contacted and he stated that he had continued to have blood in his urine on 6/28/97, but by 6/29/97, his urine had cleared, and the pain was gone.